Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating that the customer's still estimate was inaccurate multiple times. There was no impact to the customer's blood glucose level.